Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse repaired and verified the device according to original equipment manufacturer (OEM) instructions, replaced internal hose kit and leaking quick disconnect connector, tested the device successfully, software attributes have been verified and confirmed and the device passed the electrical safety test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor had back particles in unit. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. Upon inspection the fse observed, small particles were noted in the circulation port mesh filter due to worn hose. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections e1, e2, e3, and g2 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the equipment peeled off as fine shapes due to long-term use of the equipment. The black foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.